Manufacturer narrative:
Analysis found the unit with loud noise during rewind due to faulty motor. The unit was returned with debris under the lcd window. However, the unit passed the excessive no delivery, prime, and displacement tests. No unexpected no delivery alarms occurred. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's mother reported via phone call that they received no delivery alarms. The customer's blood glucose was 84 mg/dl at the time of incident. The customer's mother also stated that there is a white mark under the screen. The insulin pump will be returned for analysis.